Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the part near the balloon on the 6th day of use. Per additional information received from the ibc via email on 26aug19, the urine leaked from around the bifurcation area.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received without the original packaging. No obvious defects were noted with further testing required. The catheter drainage lumen was flushed with a methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a pinhole (0.013") at the bifurcation. This is a failure per procedure which states that the shaft must not be damaged or pinched. The catheter measured to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter".

Event description:
It was reported that urine leaked from the part near the balloon on the 6th day of use. Per additional information received from the ibc via email on (B)(6) 2019, the urine leaked from around the bifurcation area.